Manufacturer narrative:
A patient experienced regular allergic reactions (angioedema in the oral cavity) when using sicat optimotion oral appliance. In late (B)(6) 2020, he also went into respiratory distress and had to use an epinephrine auto-injector. Following this event the general practioner came to the conclusion that the sicat optimotion might be causing the allegic reactions. Sicat has been made aware of the event by the patients dentist on 2020-12-11.

Event description:
A patient experienced regular allergic reactions (angioedema in the oral cavity) when using sicat optimotion oral appliance. In late (B)(6) 2020, he also went into respiratory distress and had to use an epinephrine auto-injector.

Manufacturer narrative:
A patient experienced regular allergic reactions (angioedema in the oral cavity) when using sicat optimotion oral appliance. In late (B)(6) 2020, he also went into respiratory distress and had to use an epinephrine auto-injector. Following this event the general practioner came to the conclusion that the sicat optimotion might be causing the allegic reactions. Sicat has been made aware of the event by the patients dentist on (B)(6) 2020. Evaluation report / report of analysis is attached (MDR-report of analysis-event- ((B)(6)- (B)(6) 2020.pdf).